Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt lost stimulation coverage on the right side that may be related to a fall. Diagnostics revealed high impedances and reprogramming did not resolve the issue. X-rays revealed no anomalies. Pt will meet with the physician as the next course of action.